Event description:
A us distributor contacted zoll to report that a pt experienced a defibrillation event. The pt was reportedly conscious at the time of the event. The device detected vt, however, the ECG at the time of the shock was not visible as the monitor reset during the event. The response buttons were pressed intermittently before the onset of the arrhythmia. The pt was taken to the hosp for further eval and continued use of the lifevest.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset during a treatment sequence) has been confirmed. A review of download data determined that the monitor delivered a treatment during vt at approximately 00:57:09 on (B)(6) 2014. After the treatment was delivered, the monitor reset. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. No death or serious injury resulted from the defective monitor. The patient's arrhythmia was converted by the treatment. The patient continued to use the lifevest. Initial MDR: device evaluation of electrode belt was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any belt malfunction related to the defibrillation event. Device evaluation of monitor sn (B)(4) is underway. The reported problem (abnormal shutdown/reset during event) is being investigated. As received, the monitor would not power on. Engineering investigation indicates that it is likely that the patient experienced a full energy bi-phasic pulse. A supplemental report will be sent upon completion of investigation.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event. The patient was reportedly conscious at the time of the event. The device detected vt, however, the ECG at the time of the shock was not visible as the monitor reset during the event. The response buttons were pressed intermittently before the onset of the arrhythmia. The patient was taken to the hospital for further evaluation and continued use of the lifevest. There was no death associated with the defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient continued use of the lifevest.

Manufacturer narrative:
There was no death associated with the defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt continued use of the lifevest. Device eval of electrode belt was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any belt malfunction related to the defibrillation event. Device eval of monitor sn (B)(4) is underway. The reported problem (abnormal shutdown/reset during event) is being investigated. As received, the monitor would not power on. Engineering investigation indicates that it is likely that the pt experienced a ful energy bi-phasic pulse. A supplemental report will be sent upon completion of investigation. Device manufacture date and usage of device: monitor (B)(4) - initial use, electrode belt (B)(4), 03/2014 - reuse.